Manufacturer narrative:
Block h6: imdrf code a0402 captures the reportable event of balloon burst. Block h10: investigation results. The returned cre pro wireguided dilatation balloon was analyzed, and a visual examination found that the balloon and catheter of the device had no damages. Functional analysis was performed, and the balloon was inflated without a problem. However, the balloon would not hold pressure due to pinhole in the distal section. Microscopic inspection found a pinhole located approximately at 5 mm from the tip of the balloon. No other problems with the device were noted. With all the available information, boston scientific concludes the reported event of balloon burst was not confirmed. The pinhole problem found could have been interpreted by the customer as the reported event of balloon burst. The pinhole is likely to have occurred due to factors encountered during the procedure: excess pressure, interaction with other devices, or patient anatomy. It is possible that factors encountered during the procedure, such as the interaction with any surface, could create friction on the balloon and cause a balloon pinhole. Therefore, the most probable root cause is adverse event related to procedure. A labeling review was performed and, from the information available, this device was used per the instructions for use (IFU)/product label.

Event description:
It was reported to boston scientific corporation that a cre pro wireguided dilatation balloon was being prepared for use in the colon during a colonoscopy procedure to be performed on (B)(6) 2023. During preparation, the balloon was tested outside the patient and burst at the distal tip. The procedure was completed with another cre pro wireguided dilatation balloon. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Note: the instructions for use (IFU) indicate that this balloon should not be pre-inflated prior to use in the procedure. However, the customer reported that the balloon was pre-inflated outside of the patient.

Event description:
It was reported to boston scientific corporation that a cre pro wireguided dilatation balloon was being prepared for use in the colon during a colonoscopy procedure to be performed on (B)(6), 2023. During preparation, the balloon was tested outside the patient and burst at the distal tip. The procedure was completed with another cre pro wireguided dilatation balloon. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Note: the instructions for use (IFU) indicate that this balloon should not be pre-inflated prior to use in the procedure. However, the customer reported that the balloon was pre-inflated outside of the patient.

Manufacturer narrative:
Block h6: imdrf code (B)(4) captures the reportable event of balloon burst.